Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 35 mg/dl at the time of the event. The customer stated that she fell and broke her arm and wrist, which required her to go to the hosp. The insulin pump was damaged during the fall. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.